Manufacturer narrative:
The field service rep determined the cause to be the r2 stirrer assembly and replaced it. To verify the analyzer operation, he performed a mechanism check, calibration, qc, and a correlation between the two analyzers.

Event description:
The user noted a problem with one of the mixers on the p module, stating the mixer was not turning or only turning intermittently. They noted low pt calcium results that repeated higher on another analyzer. The total number of pt samples involved was not provided, but the user stated two pts had results that needed to be corrected. Sample 2: initial result was 6.8 mg per dl, repeat result the same day was 9.2 mg per dl. The results were called and corrected. Both samples were from outpatients and the doctor had not seen the initial results, therefore, there was no treatment based on the erroneous result.

Manufacturer narrative:
The field service rep determined the cause to be the r2 stirrer assembly and replaced it. To verify the analyzer operation he performed a mechanism check, calibration, qc, and a correlation between the two analyzers.

Event description:
The user noted a problem with one of the mixers on the p module, stating the mixer was not turning or only turning intermittently. They noted low pt calcium results that repeated higher on another analyzer. The total number of pt samples involved was not provided, but the user stated two pts had results that needed to be corrected. Sample 1: initial result was 6.5 mg per ml, repeat result the same day was 8.7 mg per dl. The results were called and corrected. Both samples were from outpatients and the doctor had not seen the initial results, therefore, there was no treatment based on the erroneous result.